Event description:
A system operator reports that the laser stopped firing approx 13% into a custom prk procedure. The surgeon was unable to complete the procedure within the same session. He aborted the procedure, turned the laser off for a few minutes, then back on. He attempted to re-enter surgery mode, but was unsuccessful. The surgeon brought the pt back the next day for completion of the procedure.

Event description:
Additional information has been provided by the surgeon. At the 3-month post-operative exam, this patient's ucva is 20/25+ and bcva is 20/20. This patient continued to improve through the healing process and ultimately did not sustain the decrease in bcva as previously reported.